Event description:
It was reported that a folfusor leaked from the fill port. This occurred during the filling process. The folfusor was filled with a non-baxter antibiotic. This was observed before use, therefore, there was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  The device has been received and evaluation is anticipated. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.